Event description:
It was reported that the patient experienced high blood glucose level event on 17 mar 2026. Due to the event, patient experienced bleeding from site and high blood glucose level measuring 17 mmol/dl and was treated with insulin pen.

Manufacturer narrative:
Name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.